Manufacturer narrative:
Current evidence suggests this electrode remains in service. Therefore, it is not available for return/analysis. With all the information, boston scientific concludes the reported clinical observation of a suspected electrode fracture is a known inherent risk associated with the use of this product, as documented in the instructions for use (IFU). If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode presented for a routine check-up on (B)(6) 2024. The patient has a history of inappropriate shock therapy due to myopotential oversensing, after which the sensing vector was changed from primary to secondary. During the patient's follow-up on (B)(6) 2024, review of device memory showed an untreated episode. Technical services (ts) was consulted and noted the untreated episode shows a non-physiologic signal, loss of baseline, and rail to rail detection. Ts noted this can be seen with conductor fractures; therefore, a chest x-ray and further troubleshooting were recommended. Besides inappropriate shock therapy, no other adverse patient effects were reported. This electrode remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the patient with this electrode presented for a routine check-up on (B)(6) 2024. The patient has a history of inappropriate shock therapy due to myopotential oversensing, after which the sensing vector was changed from primary to secondary. During the patient's follow-up on (B)(6) 2024, review of device memory showed an untreated episode. Technical services (ts) was consulted and noted the untreated episode shows a non-physiologic signal, loss of baseline, and rail to rail detection. Ts noted this can be seen with conductor fractures; therefore, a chest x-ray and further troubleshooting were recommended. Besides inappropriate shock therapy, no other adverse patient effects were reported. This electrode remains in service.